Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) her onetouch verioiq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the meter issue first started on ¿(B)(6) 2015, at 6:30 am¿. The patient manages her diabetes with oral medication, diet and/or exercise. It is not known whether she made any changes to her usual diabetes management as a result of the meter not holding charge. She alleged, five days after the start of the alleged issue, on (B)(6) 2015 at 10:30 am, she developed symptoms of ¿shaky¿. She obtained a blood glucose result of ¿59 mg/dl¿ on the subject meter. She reported, also on (B)(6) 2015 at 10:30 am, she treated her symptoms with food and/or drink. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no trauma or misuse of the product. The meter had been charged until the charge complete message appeared and, based on the customer testing frequency, the meter¿s battery did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. Although the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged power issues began, this adverse event has been reported elsewhere. However, this complaint is being reported as a malfunction as the issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation. The lay user/patients meter has been returned on 3/10/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.